Event description:
It was reported that during interrogation, no measurement was observed for svc vector. Loose setscrew suspected due to recent implant of new ICD. The physician opted to program off the svc coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.